Event description:
A customer reported that during verification testing. A sample with anti-s did not react with 0.8% resolve panel a lot vra101. No death or serious injury was associated with this incident.